Event description:
It was reported that the system was explated due to infection. At explant, externalized conductors were found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).